Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction¿ clean the output socket regularly using the light source socket cleaning kit¿ the root cause could not be determined. However, as a result of the investigation, the probable cause for the abnormal output is moisture and foreign matter (dust, drug residue, etc.) Were attached to the electric contact area. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center experienced a b30 error code during reprocessing. According to the initial reporter, the device displayed a red and blue "snow flurry effect" on the screen. User confirmed that only completely refurbished scopes are utilized with the device in question. Additionally, the error code only presents when the device is used in conjunction with the pediatrics colonoscope. There was no patient involvement during this event.